Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), field service, and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." A field service engineer (fse) was dispatched to the site to address the issue. Fse observed mist emitting from the catalytic converter when the vacuum pump turned on. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the haze issue. The unit met specifications and was returned to service. No parts were returned for further evaluation. The likely assignable cause of the issue is related to the parts replaced, however, without return of the parts for testing, a definitive cause could not be confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.